Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial lead pacing impedance trends data shows stable at approximately 500 ohms through week of (B)(6) 2015, then begin to vary with measurements from 477 ohms up to > 4000 ohms. Atrial capture management weekly trend data shows threshold stable at approximately 1.25v through week of (B)(6) 2015, then begins to vary with measurements > 2.5v. Concomitant product: product ID: 5076-52, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead impedance was above the normal range. It was also noted that the capture threshold was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.